Event description:
Info received indicates the coiled cable on the left side was rubbed by the caster so much that the wires were cut and exposed.

Manufacturer narrative:
The tech replaced the coiled cable to repair the bed.